Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and device tilt. The investigation was reopened due to additional information provided. The following allegations have been investigated: organ/vena cava/aorta perforation, tilt, and anxiety/fear. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, fear is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 10 devices in lot. (One other complaint on lots, different issue; migration, tilt, fracture, bleeding, organ perforation, thrombosis/embolism, diff. Remove). Product is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right femoral vein due to dvt (deep vein thrombosis). Patient is alleging vena cava perforation and organ perforation. The patient is further alleging "I live with the anxiety of having a filter that could fail at any time, but that it may not be retrievable without serious surgery. I live with the fear that my filter has tilted within my vena cava and perforated outside of it and into an adjoining organ." Per a report from CT (computed tomography) dated (B)(6) 2018, "positive for caval perforation. Superior extent of ivc filter is at the l1-l2 disc space. Inferior extent inferior l3 vertebral. A total of four prongs have perforated the ivc, series 3, image 100. Maximum distance prong perforated is 3 mm, series 3, image 100. Coronal images show 7-degree tilt of ivc filter from right-to-left, series 4, image 101. Sagittal images show 9-degree tilt posterior-to-anterior, series 5, image 105. Diameter of ivc directly above filter measures 15 mm x 28 mm, series 3, image 76. A prong has perforated the aorta, best appreciated on series 3, image 101, and series 4, image 105."

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2009". It is alleged that "[pt] was injured without further explanation". Hospital and medical records have been requested but not yet provided.